Manufacturer narrative:
Investigation summary: our quality engineer inspected the 9 photos and 1 sample submitted for evaluation. The reported issue of leakage (leaks at connection to another set) was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no damages or defects present on the returned sample. The sample underwent leakage testing, and no leakage was observed during the testing. Bd could not determine a root cause for the failure since the reported defect was not confirmed during the sample evaluation. Production records were not reviewed since a batch number was not provided for the investigation.

Event description:
It was reported that the bd connecta¿ stopcock 3-way experienced leakage. The following information was provided by the initial reporter: this is a report about leakage with the use of 385433-zat. According to the customer¿s report, the fluid leaked from somewhere of the stopcock on 385433-zat.the drug used is inovan.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd connecta¿ stopcock 3-way experienced leakage. The following information was provided by the initial reporter: this is a report about leakage with the use of 385433-zat. According to the customer¿s report, the fluid leaked from somewhere of the stopcock on 385433-zat.the drug used is inovan.